Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's issue was not confirmed. No abnormalities were found during the evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that while using video system center the entire endoscopic image suddenly went dark during an unknown surgery. The device was restarted, and the image returned to normal, and the procedure was completed with the same device. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.